Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted by a failure analysis engineer. The investigation revealed that there were no relevant system errors noted to have occurred during the biopsy procedure.

Event description:
It was initially reported that during an ion endoluminal lung biopsy procedure, the patient allegedly developed a pneumothorax. As a result of the pneumothorax, a chest tube was placed and hospital admission were required. The patient was discharged from the hospital the next day. The cause of the pneumothorax is unknown. On (B)(6) 2021, an email from the physician was received and the following information was provided. There was no malfunction of the ion system, instruments or accessories noted. The procedure was completed as planned with no intraoperative complications. The pneumothorax was identified post-procedurally via routine chest x-ray. Although the patient remained asymptomatic, a chest tube was placed to resolve the issue. The physician does not believe the pneumothorax was caused by an ion product. On (B)(6) 2021, an email from the physician was received with the following information. The initial size of the pneumothorax was 2 cm. A follow up chest x-ray was performed the next day, and the pneumothorax had increased to 3.7 cm in size.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Per an isi senior failure analysis engineer, a system log review cannot be performed because the system logs are not available at the time of this report. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: after undergoing an ion endoluminal lung biopsy procedure, the patient allegedly developed a pneumothorax. As a result, a chest tube was placed to resolve the pneumothorax and the patient was hospitalized overnight. The patient was discharged from the hospital the next day. Although there is no allegation that a malfunction of an ion system, instrument, or accessory occurred, the cause of the pneumothorax is unknown.